Event description:
It was reported that approximately 12 hours after a coronary drug eluting stenting treatment procedure, a pt presented with unk symptoms. The physician had deployed a taxus express2 3.5 x 12 mm drug eluting stent. It was determined that a sub-acute thrombosis in the stented vessel (lad). The pt then suffered a stroke. It is unk what treatment was undertaken or the final pt outcome. No additional info is available at this time.